Manufacturer narrative:
H11: in order to solve the issue, distribution board was replaced by a livanova field service representative. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A device service history review has been performed and identified that the unit was manufactured in 2016. Based on all the information collected, it cannot be excluded that damaged motor bearings as well as water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase, led to a mechanical jamming of the stirrer motor and a high power consumption which ultimately caused an electrical failure of the distribution board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro sub-components.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that the motor of a heater-cooler system 3t was not working during priming. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.11. The biomed checked the 3t heater cooler and found problem with distribution board: distribution board need to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.